Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 469 mg/dl with a trace amount of ketones and per the customer's physician, a correction bolus was to be used to address the high bg level. Tandem technical support performed a system check with the contact and found that the cartridge needed to be changed.